Event description:
(B)(4). Irregular periods, abdominal pain,hair loss, headaches, sex drive stopped completely due to pain, weight gain, swelling,lack of energy, high anxiety of getting pregnant, cramps every day.